Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk) the device display intermittently blanked out. Please refer to second similar incident, medwatch 1220908-2013-00942. Complainant did not indicate that there was any adverse effect tot he pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.